Event description:
The pt reported that, "one and half years ago I had a shoulder replacement. Three months ago "it busted" and was revised on (B)(6) 2012."

Manufacturer narrative:
The info in this report was provided by a pt directly to stryker orthopaedics legal affairs. No additional info is available at this time. Therefore, the exact cause of the reported event cannot be determined.